Manufacturer narrative:
Based on the information currently available we are unable to determine a correlation between the reported postoperative symptoms and the bard mesh used to treat the patient's hernia. A mesh sample was requested and has been sent to the patient's allergist where reactivity testing will be performed to rule-out the cause of the rash. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Allergic reaction is identified in the instructions-for-use as a possible complication. When/if the result of the reactivity testing are provided, a supplemental emdr will be submitted to document the results provided. Remains implanted.

Event description:
It was reported that on (B)(6) 2019 the patient was implanted with a bard ventralight st mesh for the repair of an umbilical hernia. Since implant the patient has experienced rash, itching and fever. He was prescribed prednisone for his symptoms. They are trying to rule out multiple sources that could be the cause of the rash and the patient has several tests ongoing to do so.